Event description:
Hamilton medical ag received the following event description: after startup, the lower part of the display was white.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4) . Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: after startup, the lower part of the display was white.

Manufacturer narrative:
Hamilton medical ag complaint number:cer (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing a detailed investigation was performed by an expert from the technical service: the root cause of the event was deemed to be a defective tft display. After replacing the tft display, the device was found to be functional and was released for use. The tft display provides essential real-time data on ventilation parameters, enabling healthcare professionals to make informed decisions. In the current case, the issue was identified immediately after the start of the device with no patient involvement. A defective display during ventilation of a patient could lead to incorrect settings or missed alarms, posing a potential risk to patient safety. Therefore, the issue is reportable.